Event description:
In 2000, patient was seen by the implant surgeon because the skin flap had not healed properly. At that time, it was discovered that the device was extruding and the electrode array was laying in the wrong location. The patient was reportedly started on antibiotics. The following month, the patient went to see the reporting surgeon since the condition had not improved. It was determined that the device should be explanted and the patient not be reimplanted. Explant surgery was performed on the same month. The reporting surgeon indicated that this patient should have not been a cochlear implant candidate due to their medical condition and history.